Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that, while the patient was watching tv, the pump began alarming with a red screen and triangles/squiggly waves. Per reporter, no error or alarm message was displayed. Per reporter, the patient attempted troubleshooting (battery removal, power cycling) but were unable to resolve the issue. The patient switched to their backup pump successfully. No symptoms were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.